Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported thrombus could not be conclusively determined. Per the IFU, thrombus may accumulate in or on the sheath tip during the procedure. In order to minimize embolic risk, either provide a continuous infusion of heparinized solution or periodically aspirate and flush through the sideport while the sheath is positioned in the vasculature.

Event description:
Following a left side electrophysiology procedure performed without anticoagulant, a thrombus occurred. After a successful transseptal puncture, several unsuccessful attempts were made to advance a swartz braided transseptal introducer. An ice catheter revealed a thrombus at the interatrial septum in both the right and left atria. Administration of tpa was initiated to treat the thrombus and the patient was discharged four days post-procedure. The patient was readmitted with a cerebrovascular event the following day and discharged five days later.